Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspection was performed. The delivery wire, main coil and introducer sheath were returned for this complaint. The delivery wire and coil were not interlocked, the coil was returned out of the introducer sheath. The main coil was found kinked and stretched. The fiber bundles had blood residue. No more damage was found in the returned device. Functional inspection was performed: the delivery wire was advanced through the introducer sheath without problems, no resistance was noticed. Microscopic inspection was performed on delivery wire: the proximal end had a smooth surface. The interlocking arm was inspected, and damage was found. Microscopic inspection was performed on main coil: the zap tip had a smooth surface. The interlocking arm was inspected, and it was found detached. Dimensional inspection of the delivery wire and main coil that could be measured were performed and were within specifications.

Event description:
Reportable based on device analysis completed on 11may2021. It was reported that coil could not be deploy and was stretched. A 20mm x 40cm interlock-35 was selected for use in the spleen. During the procedure, the coil failed to deploy completely. After several attempts, the coil got stretched so the device was simply pulled out from the catheter. The procedure was completed with another of same device. No complications reported and patient was stable. However, device analysis revealed that the interlocking arm was detached.